Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -3.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the was exchanged due to lens implanted upside down. This exchange resolved the problem. There was no patient injury. User error was reported to be the cause of this event. It was reported that the lens did not fail to perform as intended. For cause details the reporter stated "the device worked well but I don't know how the lens was implanted upside down."